Event description:
Customer reported receiving an error message on her locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Error 0806 was found in the error log. Calibration parameters were within spec. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.